Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 800 chemistry analyzer. Cts reviewed instrument performance and found quality control records and calibration status to be within specification. No system alarms, flags, or error codes were reported at the time of testing. No trend or instrument-related failure was identified. The erroneous result occurred only on one patient sample. The probable cause could not be identified. The event was consistent with a sample-specific interference, and elevated hemolysis and icteric indices may have affected assay accuracy. The customer was informed of the potential interference caused by hemolysis and icteric conditions. The customer was satisfied and no further issues were reported. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false low patient total bilirubin (tbil) results on their dxc 800 pro clinical chemistry analyzer. As a result, phototherapy was withheld for an infant. A subsequent redraw a couple of days later showed a higher tbil value. The customer did not provide patient demographics. Data was provided for one patient sample.